Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the insulin was exposed to extreme high temperature, and the customer alleged that the pump delivered too much insulin. Tandem technical support was unable to perform a pump system check and the alleged root cause could not be confirmed. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.